Manufacturer narrative:
(B)(4). In a follow up call to the facility, the reporter confirmed that no sample is available for evaluation. The sample was disposed of after the incident. The incident occurred because the tip of the needle was not covered by metal safety shield. The tip had moved out to the side of the safety shield. All available information was forwarded to the manufacturer, b. Braun malaysia. They reviewed the batch manufacturing record and there were no such defect encountered during in-process and final control inspection for the reported lot. The process cards show no abnormalities. A historical review of the complaint database revealed no adverse quality trends were identified for item # (B)(4). There were no other reports of this nature against lot #2k0525a301. Since the sample was not returned, further evaluation was not possible and a thorough investigation could not be performed. No specific conclusion can be drawn as to the cause of the reported event. If additional pertinent information becomes available, a follow up report will be provided. (B)(4).

Event description:
As reported by the user facility through medwatch: "the nurse was stuck by a safety IV needle that did not shield itself properly. The nurse was attempting to start an IV line when the event occurred. The needle point slipped out the side of the shielding cap and the nurse was stuck by the device. The nurse suffered a needle stick to the finger and had to report to the ed as do all occupational exposures. Lab work was completed on the source patient only, who harbored no blood borne pathogens. The nurse retracted the needle after successful cannulation of the vein. The tip of the needle was not fully covered by the shield after retraction. The nurse reported that the tip of the needle was actually sticking out through the side of the device. The rn disposed of the device unfortunately. However, the manager sat down with the nurse and was able to recreate the event with a sterile version of the same device." Medwatch number (B)(4).